Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported the hub of the sheath included in the micropuncture transitionless stiffened cannula access set separated upon removal from the patients anatomy. The device was used to access the patient's scarred groin to facilitate the introduction of a larger wire. No resistance was reported. The dilator and mandril wire were removed from the outer introducer and a 0.35 bentson wire was inserted. While removing the complaint sheath, the hub detached. The physician was able to remove the complaint sheath without losing wire access. Another manufacturer's 5fr sheath was subsequently used to finish the procedure. The patient did not experience any adverse effects or require any additional procedures as a result of this occurrence.

Manufacturer narrative:
Investigation/evaluation: reviews of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that the complaint device in question was returned for investigation. A visual examination of the device identified multiple scratches on the surface of the outer sheath, consistent with the device encountering a resistance during either advancement or withdrawal. The hub of the outer sheath was detached. The detached end of the sheath was damaged and stretched significantly. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawing, quality control procedures, specifications, and supplier investigation were conducted, and no gaps, nonconformances, or anomalies were discovered. Based on the information provided and the examination of the returned product, investigation has concluded that this event could not be traced to device but instead is due to the patient¿s condition. Reportedly, the patient¿s groin was scarred ¿ the outer sheath damage on the device supports this conclusion. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.